Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a hepatectomy, the doctor found that the tissue pad detached off completely during use. The detached tissue pad was found soon and no pieces were left inside the patient. No error sound was heard. The tissue pad might have come off when a scrub nurse wiped it with gauze. The procedure was open. Another device was used to complete the case. There were no adverse consequences to the patient. One device will be returning.